Event description:
It was reported that an ambulance containing a power-pro xt was involved in a crash which resulted in damage to the mounting assembly. The catch does not function unless the stretcher is slammed in forcibly and even then it still may not catch as a result of this accident. There was no pt involvement or adverse consequences reported.